Event description:
A report was received stating a ventilator generated a blinking silence/reset light emitting diode (led) button. Although, the device did not stop cycling, the patient was removed from the ventilator and placed on an alternate device. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The replaced membrane was returned for evaluation. The service engineer evaluated the membrane and could not verify the reported complaint. A continuity check was performed and no shorts were observed. A visual inspection was performed and no anomalies were found. The membrane was placed into a test ventilator and no issues were found. It was then flexed in multiple places to attempt to duplicate short and no issues were observed. A third party service provider replaced the membrane.